Manufacturer narrative:
The returned catheter from itrack lot# 1810-05 was received, decontaminated and evaluated. The visual inspection of the returned catheter finds a severely kinked and torn area on the distal shaft tubing around 3mm from the tip. Therefore optic fiber and supporting wire were kinked and exposed out of the catheter. This indicates that there was an excessive force applied by forceps while performing the procedure and probably a lot of manipulation when trying to intubate the schlemms canal . The degree of damage to the catheter suggests inappropriate handling/user error. The patient has had persistent inflammatory debris and will likely undergo a vitrectomy to remove the material. Ellex clinical specialist has contacted the user to initiate a visit for additional clinical support to ensure that the user is properly handling the catheter. (B)(4).

Event description:
This is a follow-up report . The patient has had persistent inflammatory debris and will likely undergo a vitrectomy to remove the material. This report is made by ellex iscience without prejudice and does not imply any admission of liability for the incident or its consequences.

Manufacturer narrative:
As soon as ellex i.science became aware of the event, the physician was contacted by ellex chief medical officer for further details. The patient had developed a severe inflammatory reaction immediately following canaloplasty but has been improving. The device lot had passed all device performance and sterility tests prior to release. The concerned device was requested back from the user and is under further evaluation. A follow up report shall be provided with updates on the patient status and device investigation. Review of the lot history record for itrack lot# 1810-05 finds that these were built using approved material and released procedures by trained operators. No anomalies were reported.

Event description:
Doctor reported that the patient on whom he performed the canaloplasty, developed severe inflammatory reaction.